Manufacturer narrative:
Block b3: exact date unknown, event occurred 1-2 years prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 14305198.

Event description:
It was reported that the patient was experiencing frequent ipg charging. It was also noted that the lead was fractured and had high impedance. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg and a lead was replaced with an MRI compatible device. The explanted devices were not returned.